Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. No device malfunction suspected. The explanted ipg will not be returned.